Event description:
It was reported by a surgeon that a pt required a revision procedure due to the fracture of the tibial component at the proximal end of the stem.

Manufacturer narrative:
The implant has not been returned for eval, therefore, a visual inspection has not been possible. A review of the manufacturing history confirms no non-conformances were identified. It is likely that the failure of the component is linked to the implantation time of 11.5 years. It was also reported by the surgeon that the pt was overweight. This may also hae been a contributing factor. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).